Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: device was returned for analysis. A visual examination observed that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure to its rated burst pressure at 12atm was applied when liquid was observed to be leaking from a balloon pinhole at 1mm distal to the distal end of the proximal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 10mm x 3.25mm flextome¿ cutting balloon¿ was selected for use. During procedure, upon first inflation at 6atm for 15 seconds, it was noted that the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. There were no patient complications reported and the patient's condition was good.